Event description:
The customer reported loose handles, high ma error, vertical column intermittently moves up and down and is noisy. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver cable, adjusted 5v power supply, and performed a filament calibration. Unable to reproduce vertical column problems. System operates as intended. (B)(4).